Event description:
Doctor performed a navigated tka surgery on patient. The patient reported to the doctor that while pivoting, the patient felt a "pop" in the femur. It was determined that the patient had a fracture in the femur at the site of the pin hole. An additional surgery was performed to repair the fracture with a retrograde femoral nail.